Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced symptomatic pauses. It was also reported that the right ventricular (rv) lead exhibited rising and unstable thresholds, high thresholds and loss of capture. The rv lead was explanted and replaced. During the revision procedure, the replacement rv lead exhibited unexplained high impedances in multiple locations. This replacement rv lead was attempted/not used and replaced. No further patient complications have been reported as a result of this event.